Event description:
Report received of an error in programming the 4 hour limit in the device. This was found during a retrospective analysis of the pump history by the manufacturer. The pump was programmed at 1600 to deliver dilaudid 0.2mg/ml in the pca only mode with a pca dose of 0.4mg, a pt lockout of 5 minutes, and a 4-hour limit of "no limit" instead of the intended 4-hour limit of 6mg. The error in programming the device was corrected at 2230 with the insertion of a new vial. The pt did not experience any adverse effects and no medical interventions were required. There were no reports of any issues made to the manufacturer by the customer. No further info was provided.